Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that on 05apr2018, an a1059 mayfield modified skull clamp loosened during surgery and the patient's head had slipped out of the clamp. The patient was injured by the pins; approximately 4 cm laceration to the left side sutured with five stitches. The event lead to an increase of surgery time of 30 minutes. Another mayfield was used to finish the surgery. The patient is currently doing very well.

Manufacturer narrative:
The device history record (DHR) review for lot 119 was reviewed and no issues were noted. The reported incident from the customer could not be confirmed. The returned device's locking mechanism was too loose to close and needed to be adjusted. Some small parts were wasted; worn out components.